Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s therapy was turning off by itself; the patient was dealing with their system deactivating, ins turning off by itself, at the security points in the mall. It was indicated that this had been happening for a while. It was reviewed that the patient should check with their programmer to verify the on/off status of their device before and after going through the security gates. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.